Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged no power to the pump and a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2016 with the following findings: investigation revealed a crack in the battery compartment. The battery cap was not returned. The pump was unable to power up and was completely unresponsive. Unrelated to the original complaint, corrosion was observed in the battery canister. A leak test failed due to battery compartment leak. Upon removal of the pump cover, no further moisture ingress was found.